Manufacturer narrative:
Additional information: the event occurred during a da vinci-assisted right partial nephrectomy procedure. Part of the jaw of a maryland bipolar forceps instrument broke off. However, the customer did not realize there was a missing piece until the sterilization team inspected the instrument. Post-operatively, three scans were performed and showed the presence of the forceps fragment in the same place. There was no impact on adjacent organs. A review of a video recording of the procedure confirmed that the forceps remained intact throughout the procedure until it left the operating field. A reoperation took place on with a total right nephrectomy for which the indication was a massive urinary fistula and was unrelated to the presence of the piece of forceps instrument. The foreign body, which caused no damage, was extracted during this reoperation. Without this early reoperation, the surgical team had planned a later reoperation (2-3 months) for the extraction of the piece of forceps instrument, when the patient's intra-abdominal conditions would have been more favorable. The metallic nature of the foreign body, its small size and its location made it possible to delay the reoperation without taking risks. A review of an image provided by the customer shows one of the grips of the maryland bipolar forceps instrument broken and missing a piece.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. Inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip midpoint. A piece approximately 6.40 mm x 2.20 mm was found to be broken off and was not returned with the instrument.

Event description:
It was reported by the customer to an intuitive clinical sales associate during a training session on (B)(6) 2025 that a maryland bipolar forceps fragment had broken off in a patient's stomach without the surgical team noticing during a da vinci-assisted procedure on (B)(6) 2025. There had been no collision noticed by the surgical team during the procedure. The sterilization team later discovered the missing bite of the forceps. The patient underwent an additional operation on (B)(6) 2025 due to complications unrelated to the broken forceps fragment or initial robotic procedure, during which the fragment was also removed. The unspecified complications that led to the second operation were not caused by the broken piece or the robotic procedure. The patient is currently reported to be doing well.